Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The size 13 corail broach was stuck to the broach handle and was not able to be used.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the trunnion on the broach is damaged preventing proper assembling with the mating handle. It appears the broach wasn't inserted all the way into the handle before being locked. A complaint database search on the provided product code family identified similar reports which were attributed to user error. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.